Event description:
Peerless clinical study: it was reported that the catheter was leaking, requiring replacement. This pulmonary embolism ekosonic catheter was leaking; therefore, was replaced. There were no patient complications reported.